Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a crack was found along the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the pump display screen was blank; the reporter stated that the battery was changed and the pump was making sounds and vibrating but the display screen remained blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.